Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer had called on 06/24/2020, information was given to technician who contacted customer via telephone on 06/25/2020. The customer is concerned with test results from results obtained of 377 mg/dl am fasting. The customer¿s expected blood glucose test result range is: 130-160 mg/dl am fasting. 170-180 mg/dl afternoon fasting. 150-180 mg/dl evening non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 563 mg/dl am fasting using truemetrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/15/2021 and open vial date is 06/25/2020. Customer stated she had used and discarded the previous vial, customer was not able to provide lot number. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 03-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.